Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: are there any samples of lot pd6482 for evaluation? No

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device pd6482 batch number, and no non-conformance were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2019 and suture was used. The needle pulled off the suture when beginning to sew the uterus. Changed another device to complete the procedure. There is no report on patient's injury. No additional information could be provided.